Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the issue. The fse found that the rear of the console was pushed in enough to pinch the pressure and vacuum tubing coming from the compressor and removed the cover to repair the bent rear panel. The unit simulated in rescue mode with several autofill with no issues. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an autofill failure. No patient harm, serious injury or adverse event was reported.